Manufacturer narrative:
A4 is unknown. No product was returned for investigation. The cause of the delivery issue was determined to be patient condition as the patient had known valve area less than 0.6. Preventing successful delivery of impella.

Event description:
It was reported that implantation of an impella cp was unsuccessful as the guidewire could not cross the atrioventricular node. No patient harm was reported.